Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2008; 6947 implantable tachy lead (B)(6) 2008. (B)(4).

Event description:
Upon follow-up, the device was explanted and replaced due to reaching end of life. There were no product performance issues noted.

Event description:
It was reported that the patient presented to the operating department for end-of-life generator exchange. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated: after receiving follow up information, there is no complaint against the device and there is no reportable malfunction. (B)(4).